Event description:
Pt experienced an episode of ventricular tachycardia and the pt's aicd did not activate automatically. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: history of cad, hf, ventricular tachycardia.